Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. It was observed that an anterior cuff miss occurred, which is likely related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. In addition to the guide break, a posterior foot detachment was noted. These observations are consistent with excessive force or torsional pressure applied to the device and likely prevented the anterior foot from retracting, as the actuator wire would only be able to move forward or backward without the support of the foot positioned in the guide. The partially retracted anterior foot likely contributed to the difficulty removing the device from the anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned; however, investigation has not yet begun. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an aorta stent interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the aorta stent interventional procedure was completed. Reportedly, at time of closure, a suture break occurred with the sutures of the second device pre-placed. Wire access remained and a third device was deployed; however, at the time to remove the device, it became stuck surgery was performed to remove the device. It was noticed the device was broken but still held together by the actuator wire. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information will be provided.